Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (5000 mcg/ml at 807 mcg/day) via an implantable infusion pump. It was reported that the patient was having no pain relief despite medication increases. A dye study was performed which showed a leak at the connector site. Surgical intervention was planned for (B)(6) 2020. The issue was not resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.